Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the blue reload associated with this complaint. Failure analysis confirmed the reported event. Lodged staples were found within the shuttle track and obstructing the knife edge path. Additional observation not reported was body cartridge damage appeared under microscopic inspection, and the knife of the reload was found with an indentation to the blade edge.

Event description:
During a da vinci-assisted gastric bypass surgical procedure, a blue reload had a tissue pushout event. The tissue pushout event occurred during the second fire with a blue reload on stomach tissue, it was the first vertical cut the surgeon attempted to make. No buttress material was used. The pushout event created some formed staples along with malformed "b's", the surgeon retrieved the dumped staples. A 2.5cm hole was left in the stomach tissue as it was described the knife did transect the tissue but did not seal. The surgeon repaired the defect with sutures and successfully closed the hole. The same sureform 60 stapler instrument was used for the entire procedure. A leak test was performed with no complications. No error messages occurred during the compression of the pushout event. The event caused a delay in the procedure, but there are no reports of any postoperative patient complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Sureform 60 stapler instrument logs show (part number: 480460-09), (lot number: l83231006-0617), was installed on the system 7x and fired 7 reloads (3 blue, followed by 4 white). On each install, all clamp attempts were successful. On install 1, 4, 5, and 7, the firings were each completed with 1 pause for compression. On installs 3 and 6, the firings were each completed with no pauses for compression. On install 2, the firing was completed with 0-1 pause for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.